Event description:
Event description cpi received info that a pt with this transvenous defibrillation lead exhibited an increase in pacing thresholds and a decrease in r wave measurements 6 days after implant. The physician performed an invasive procedure to reposition the lead; however during the repositioning, the lead stylet became caught in the lumen of the lead and the rate sensing terminal pin end of the lead broke away from the lead body. The lead was explanted.